Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4). Article: larson, c. M., stone, r. M., grossi, e. F., giveans, m. R., & cornelsen, g. D. (2015). Ehlers-danlos syndrome: arthroscopic management for extreme soft-tissue hip instability. Arthroscopy: the journal of arthroscopic & related surgery, 31(12), 2287-2294.

Event description:
It was reported that on literature review "ehlers-danlos syndrome: arthroscopic management for extreme soft-tissue hip instability", one patient experienced recurrence pain and subjective giving-way episodes after hip arthroscopy procedure using a ultrabraid suture. This event required further arthroscopy revision surgery and capsular plication. No further information is available.